Manufacturer narrative:
Device not returned.

Event description:
It was reported that high pacing lead impedance was observed on the right ventricular lead. Patient was asymptomatic. The lead was explanted and replaced. The patient was stable before, during and after the procedure.